Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the proximal right coronary artery. A 8 x 4.00 promus premier¿ drug eluting stent was implanted to treat the lesion. After stent deployment, the balloon of the delivery system did not deflate correctly. At first the physician changed the indeflator without any result then the physician decided to withdraw the entire system. After withdrawal of the system, the stent was well apposed. The procedure was completed with this device. No patient complications were reported and patient's status was stable.